Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant the lead exhibited a capture anomaly. The lead was not used and a new lead placed successfully. No additional information was available.